Manufacturer narrative:
Evaluation summary: the scope repaired.

Event description:
Singe use brush stuck inside the op-channel. This event occurred at the time of reprocessing. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model eg36-j10ur-us is available in the USA with a 510k number k200090.